Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he went low three times and was treated by emts and taken to the ER. The patient was covered in sweat. The customer's blood glucose was 38 mg/dl last week, and 42 mg/dl the day before. The customer did not remember his blood glucose at the time of the recent emt incident; he remembered that it was in the upper 30 mg/dl range. The customer was treated with three tubes of glucose gel. Troubleshooting was initiated for the insulin pump. The drive support cap appeared normal. The insulin pump programming was accurate. The customer stated that he wore the insulin pump during an MRI; however, a displacement test was performed and the device passed. Additionally, the customer mentioned that the low was caused by taking insulin for all of the carbohydrates on his plate, but he only ate half of the meal. No products were returned or replaced.